Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise due to low sensing measurements which resulted in over sensing and an inappropriate shock. Noise was present in alternate vector and a flat line was observed. Additionally, noise was reproduced in primary and secondary vectors when the patient was reaching. An xray identified that device appeared to be positioned tightly against the rib cage. After discussions with a boston scientific technical services consultant, it was determined that there were not any viable reprogramming options to eliminate the clinical observations. As a result, a revision procedure was performed and the electrode was repositioned. No additional adverse patient effects were reported.